Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for follow-up the day after implant procedure with high out of range impedance. On (B)(6) 2018 the physician opened the pocket and tested the lead using a pacing system analyzer. The physician felt the lead was normal, and believed that the issue was a connection problem between the lead and the implantable cardioverter defibrillator. A tug test was not performed prior to loosening the set screw. The device was replaced and the lead was used with the new device. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The device was tested on the bench and was normal.